Event description:
It was reported that an infiltration occurred while a pump was delivering lactated ringers to an infant at a rate of 52ml/hr. The customer stated that the pump delivered for 1 hour without alarming. As a result, severe swelling of the pt's hand required a "heat pack and elevation."

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the sigma spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."